Manufacturer narrative:
(B)(4). Additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection of the opened , the swage and attachment area were as expected and marks were observed on the body needle. The end of the suture was observed cut appears to be by use of a surgical instrument. The other section of the suture was not returned. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. In addition, the sample was tested by knot tensile strength and the result was above the minimum individual strength requirement . According to the sample condition suggests an improper handling of the sample. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was reported that the suture broke during the procedure. The doctor reported that the suture is very brittle and of very poor quality. No adverse patient outcome was reported. Additional information has been requested.